Manufacturer narrative:
Investigation remains in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the carriage of the transfer cart was not feeding properly into the steam sterilizer and the carriage came off of the cart and hit an employee.

Manufacturer narrative:
A steris service technician arrived on site to investigate the event and inspect the unit. Per the operator of the device, no injury occurred during the reported event. The carriage did fall off, but only made minor contact with his foot. The employee is fine, no treatment was sought or administered and no time from work was missed. Inspection of the unit revealed the transfer carriage was out of alignment, requiring adjustment. In addition, the spanner, which is part of the rail, was bent. The technician stated the misalignment most likely caused the carriage to prematurely unlock from the docking station and fall to the floor. The technician adjusted the carriage and realigned and straightened the rail. Test cycles were performed, the unit was confirmed operational and returned to service.